Event description:
Boston scientific received information that this right atrial (ra) lead displayed low out-of-range (oor) pacing lead impedance measurements of less than 200 ohms along with high pacing threshold measurements. The source of these observations was not determined. This ra lead was surgically abandoned and capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.